Manufacturer narrative:
510k: device not cleared in us, but similar device is available. Product evaluation: analysis found that when compared to the assembly drawing, and master specification: the device was received with the cuff slightly inflated. The cuff would not deflate and inflation was significantly restricted which would have resulted in the reported event. The drawing requires that the cuff inflation airflow pathway shall not be significantly restricted to impede airflow. When viewed under magnification there was a bend at the end of the inflation tube where it is inserted into the main tube. The bend caused the opening of the tube to push up against the lumen wall which is likely what caused the event. In an attempt to isolate and confirm the location of the issue, the main tube was cut distal to the suspected problem area and tested by itself; this portion of the main tube and cuff inflated and deflated with no restriction. The inflation assembly and proximal end of the main tube remained blocked which isolates the affected area. This is a supplied material assembly therefore manufacturing has been ruled out as a likely cause. A DHR was performed on this lot; no other similar incidents were identified. The investigation concludes that the confirmed blockage is related to a supplier issue. The potential patient impact that could be caused by removing the cuff still inflated is related to a misuse issue. Per the instructions for use: do not attempt to remove an inflated cuff from the trachea, which may result in injury of the larynx or vocal cords. If resistance is encountered during removal, ensure that the cuff is fully deflated. Test the emg tube cuff for leakage by inflating with 15 to 20cc of air. Thoroughly evacuate all air after testing. Some models of emg tubes may have an inflation valve clip inserted into the valve. Remove this clip before use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was ¿impossible to deflate balloon during extubation procedure. The nim emg flex has been removed with inflated balloon.¿ there was no patient impact or injury.

Event description:
Additional information received from the physician confirms that the tube was checked for patency prior to intubation and worked as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.